Event description:
Sorin group received a report that the touch screen of the sorin centrifugal pump 5 was not responding during setup. There was no pt involvement.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the sorin centrifugal pump 5 was not responding during setup. There was no pt involvement. A sorin group service representative was dispatched to the facility to troubleshoot the machine. The representative confirmed that the touch screen was not responding to touch. After replacement of the screen, the issue was resolved and the system was functioning properly. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.